Manufacturer narrative:
The device was received for evaluation without a pouch. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which included under water pressure test with no leak identified. Additionally, self-test and priming tests were performed and no abnormality was observed for the sample received. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the homechoice automated pd set and the physioneal bag. It was described as "when they tried to connect both cassette and bag, they would not locked even though there was no wrong procedure". This was identified prior to use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.